Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(4). Batch: (B)(4).

Event description:
It was reported that the patients leads were located anteriorly. It was also noted that the patient did not get enough coverage. The patient underwent a scs revision replacement procedure and doing well postoperatively.